Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light/ alarming/red light/ alarm will not function . The key failure is the sieve beds are leaking sieve. Additional note states weak or no alarm.